Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right atrial (ra) lead exhibited unspecified oversensing resulted in inappropriate mode switch episodes. The lead was capped and replaced on (B)(6) 2024. The patient had no adverse consequences.